Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) with a blank screen was not confirmed during functional testing. No device malfunction. Upon visual inspection no physical damage was observed. Evaluation of the platform, no issue was observed on the user control panel; however upon power up user advisor (ua) 45 displayed on a user control panel. The root cause was due to the driveshaft not to be at home position in which likely attributed to user error. This issue is not related to the reported event. Blood ingress was observed in both the top and bottom cover of the platform and required bio-cleaning. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests and it is ready for clinical use. Note ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position.

Event description:
The autopulse platform (sn (B)(4)) was used on a patient with a gunshot wound and performed as intended. Following this, the crew was cleaning the platform with a water hose and user control panel had a blank screen. No known impact and consequence was reported.